Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 433mg/dl, with large ketones, rapid deep breathing, extreme drowsiness, nausea, symptoms of dehydration, and difficulty waking up, associated with an alleged power issue. Reportedly, the patient remained on the pump and was treated in the hospital with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump basal rate had been adjusted. The pump had a cracked battery compartment, the battery cap yellow o-ring was visible and was unable to be tightened to the pump. The pump also had no power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.